Manufacturer narrative:
Continuation of d10: product ID evfxplus-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an 18 fr (french) introducer sheath was utilized to obtain access to the patient. The transcatheter aortic valve was then successfully implanted into a previously implanted surgical valve. Multiple hours after the procedure, a retroperitoneal hematoma was identified. Subsequently, a stent was placed in the patient's right external iliac artery (eia).

Event description:
It was reported that an 18 fr (french) introducer sheath was utilized to obtain access to the patient. The transcatheter aortic valve was then successfully implanted into a previously implanted surgical valve. Multiple hours after the procedure, a retroperitoneal hematoma was identified. Subsequently, a stent was placed in the patient's right external iliac artery (eia). Additional information was received that the right transfemoral approach was performed for access. Following delivery catheter system (dcs) removal, the non-medtronic sheath had partially come out and the sheath was re-inserted. Per the physician, the cause of the vascular injury may have been when the non-medtronic sheath was re-inserted, and the dcs cannot be completely ruled out as a contributing factor; however, the physician believes the dcs was not the cause. The vascular injury was not related to the guidewire.

Manufacturer narrative:
Updated data: b5. Corrected data: h6. Annex d code was inadvertently omitted from the initial medwatch. Additional codes. Annex f codes were inadvertently omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.